Manufacturer narrative:
Medwatch report# 3400610000-2017-8008. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that a single lumen umbilical vessel catheter (uvc) was leaking. The customer further reports that chlorohexidine solution was used to clean the area prior to insertion. The area was completely dried and was not difficult to handle the catheter during insertion. It was not difficult to secure and was secured with a sterile dressing and taped as per manufacturing instructions. The uvc was inserted (B)(6) 2017 in the right saphenous vein and was in continuous use.